Event description:
The facility representative returned the device for service. During service, the baxter technician noted a defective user interface mechanism printed circuit board. The hospital representative stated that there were no reports of patient incident involving this pump. No additional information is available.

Manufacturer narrative:
The facility representative reported failure code 703:00. Information was not provided regarding whether or not the failure occured during a patient infusion. Evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. Failure code 703:00 in the event history confirms the defective uim pcb. This failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.